Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's power supply was not indicating if the battery was charging. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's power supply was not indicating if the battery was charging. Troubleshooting was provided, and the customer reported that the 24-volt indicator was not showing. The rse advised the customer to perform the following instructions, "verify that alternating current (ac) power was present: disconnect ac power, remove electromagnetic interference (emi) shroud, reconnect ac power, verify that ac voltage was present between the blue and brown wires coming from the ac inlet, if ac power was present, replace the power supply, if ac power is not present, replace the ac inlet."a follow up was performed with the customer, and it was reported that the power supply was replaced to resolve the issue. The device was returned to service.